Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went blank completely and had blank display. The customer's blood glucose level was unknown. It was also reported that the display was not blank less than 30 seconds and display is currently blank. The customer will not return insulin pump for analysis.